Event description:
During a transcatheter mitral valve repair procedure, the clip delivery system failed to deploy clip and then surgeon was unable to remove the delivery system requiring open sternotomy to repair valve and remove foreign object (ie. The delivery system).